Event description:
It was reported that the device was occluded and would not allow air flow. A second device was used to complete case. No pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.